Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device indicated a damaged grommet. The returned device indicated the set screw was found in the connector bore. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a device was attempted but not used during implant. The physician noted that while attempting to connect an atrial lead, the screw in the header was not in the correct place and the silicone surrounding it was torn up. The device was explanted and replaced. No patient complications have been reported as a result of this event.